Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage and discoloration on the white power cable on the system controller. A specific cause for these findings could not be conclusively determined. The account submitted one image of the patient¿s white power cable connector revealing damage to the strain relief. Additionally, a green substance consistent with fluid ingress was noted at the site of damage. The system controller, serial number unknown, was not returned for evaluation. The controller was exchanged. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. Section 2 of the IFU, ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the white power cable on the controller was broken and had green discoloration. The controller was exchanged.